Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the physician found that the filiform double pigtail ureteral stent was broken into three-sections when the package was opened. There was no reported impact to the patient or end user as a result of the product problem.